Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The complaint for valve not between alignment markers and deployed was unable to be confirmed as no relevant procedural imagery was provided for review. In addition, evaluation of the returned device showed that the device conforms to specifications. Therefore, no manufacturing non-conformance was identified. Additionally, a review of the IFU/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. As reported, ''during valve alignment, the balloon catheter had difficulty moving in and out of the valve. The valve was able to be successfully deployed.'' Per additional information provided, ''the difficulty occurred during valve alignment with the fine adjustment. The operator over rotated the fine adjust knob. Valve alignment was attempted in the descending aorta. Before deployment the distal marker was inside the valve 1-2mm. There was no obvious defect with the commander delivery system.'' Per evaluation of the returned device, no visual abnormalities were observed. Functional testing confirmed that both gross alignment and fine adjustments could be performed without any difficulties. Additionally, locknut/collet engagement force testing showed that the device met the tensile strength specification. Per the training manual, the user is instructed to use the fine adjustment wheel to position the valve between the valve alignment markers. In addition, it instructs ''do not position the valve past the distal valve alignment marker.'' Additionally, the IFU and procedural training manual instruct the user to check to ensure that the thv is exactly between the valve alignment markers prior to deployment. It states, ''slowly rotate the fine adjustment wheel towards you to center the thv exactly between the valve alignment markers with no gap or overlap, an overlap cannot be reversed, thv moves in only one direction relative to the balloon.'' Despite the valve misalignment, they opted to proceed with the implantation rather than retracting the valve. Therefore, the event can be attributed to use error (not following instructions). The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported from clinical safety (progress cap study) during valve alignment, the balloon catheter had difficulty moving in and out of the valve. The valve was able to be successfully deployed but will be sending back the delivery system. Per additional information provided, the difficulty occurred during valve alignment with the fine adjustment. The operator over rotated the fine adjust knob. Valve alignment was attempted in the descending aorta. Before deployment the valve was not between the markers, the distal marker was inside the valve 1-2mm. There was no obvious defect with the commander delivery system.